Event description:
It was reported that the ipg was replaced with a competitor device. The date of surgery and reason for replacement were not provided.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete case / patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.